Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having brief tingling sensations only on their right arm when coughing. The patient had chronic coughing issues. The brief tingling sensation started about a couple of months ago. When the rep checked the impedances yesterday, they noted that they were all within normal ranges. Monopolar were 753-1032 ohms and bipolar was 926-1449 ohms. The patient¿s therapeutic benefit wasn't being affected. It was discussed for a potential of a brief connection issue when the patient was coughing and system reestablishing the connection again, like therapy turning off and then back on, causing the tingling sensation. The rep said they will update the patient¿s surgeon and would monitor the patient closely since the dbs system can be further compromised in the future. The caller was redirected to follow up with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the exact cause of the tingling couldn¿t be determined. No specific measures were taken to resolve the issue and it was unresolved.